Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of incident is unknown. Customer provided the following information for date of event: (B)(6) 2022 ,1 year ago from the call, (B)(6) 2022. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. Customer reports that their adc reader button no longer responds properly and, as a result, experienced hypoglycemia and was unable to self-treat, requiring hcp administration of a glucose injection for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damage was observed due to use related issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the adc device. Customer reports that their adc reader button no longer responds properly and, as a result, experienced hypoglycemia and was unable to self-treat, requiring hcp administration of a glucose injection for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.